Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. The receiver case was opened for further evaluation. A data log was able to be retrieved by detaching the u1 pcba. A review of the data log observed firmware errors and an errors recovery. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.